Manufacturer narrative:
Emdr data file attachment: updated b5 executive summary: updated although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. It was reported during a post-market clinical follow-up (pmcf) survey conducted for stryker flowgate2® balloon guide catheter device #¿s (1) 90485 and (9) 90495 in france, germany, italy, spain and united states that in one case the two defects balloon leaked during use and balloon catheter kinked/bent were noted. The patients' outcome was unknown. The device was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported events.

Event description:
Post-market clinical follow-up (pmcf) anonymous survey was conducted for subject flowgate2® balloon guide catheter. The survey was conducted in germany. During the survey, a product malfunction of leaking/ kinking were reported to have occurred as per the responses received. No other information is available about the events reported in the survey.

Manufacturer narrative:
H3 : the device is not available to the manufacturer.

Event description:
Post-market clinical follow-up (pmcf) anonymous survey was conducted for subject flowgate2® balloon guide catheter. The survey was conducted in france, germany, italy, spain and united states. During the survey, a product malfunction of leaking/ kinking were reported to have occurred as per the responses received. No other information is available about the events reported in the survey.